Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adrenalectomy two situate and x-ray detectable gauzes were introduced through laparoscopic port(s) to achieve hemostasis. After hemostasis, the two gauzes were gently removed/pulled back out through the lap ports. After gauze counts were correct, the laparoscopic incisions were closed and then a mat scan performed, which alarmed detection. A recount was done, and again, confirmed that the two gauzes were accounted for. A hand-held wand was used to verify/confirm and it, too, alarmed. After a closer inspection of the two gauzes that was removed from the patient, it was noted that the green pocket that contains the rf tag/capsule was torn, and the tag/capsule was missing. The decision was made to proceed with re-entry through a 10 mm laparoscopic port to search for and retrieve the capsule. Vascular surgery was consulted. Using fluoroscopy with a c-arm, the capsule was visualized beneath a loop of small bowel. It was successfully retrieved using an endocatch and removed from the abdomen. The port site was then re-closed.